Event description:
Tech alleged that emergency trend would not engage when lever was engaged up.

Manufacturer narrative:
Tech found that emergency trend link was out of adjustment. He adjusted link to resolve the issue. No injuries reported.